Event description:
The sfa was dilated prior to placing the stent delivery system in position. During stent deployment, resistance was encountered. The first 4cm of the stent deployment with little resistance but no problems. In the segment of heavy calcification (occlusion) more resistance was observed. The catheter tip was not moving towards the proximal target area but the stent was easily deployed. In order to bring the tip back, the physician applied "extra force and short hard pulls." The tip detached and remained on the guidewire in the occluded focal lesion. In attempts to retrieve the tip, a snare device, an extra "buddy" wire and balloon were used. However, the tip was wedged inside the stent and was left in place. There was some flow so it was decided to leave the tip as is and observe the pt. The event occurred in the (B)(6).

Manufacturer narrative:
The device was returned and angio images were provided for the investigation. The tip has detached from the ratchet stem. The device was exercised and no anomalies were noted. The catheter showed damages consistent with being restricted in the vessel and manipulated during the deployment. The mfg records were reviewed and no anomalies were noted. From review of the event description, the angio images and analysis of the returned device, it was concluded that vessel preparation was not in accordance with the IFU. The lesion would have been prepared to a reference vessel diameter (rvd) greater than 5.7mm (stent outer diameter). The angio images show an area of focal occlusion in the hunters area that was well below the rvd and below the diameter of the delivery system components. The reduced diameter resulted in the resistance felt during stent deployment, the observed areas of stent stacking along the lesion length and an area of stent "necking" at a focal occlusion where the tip ultimately detached. The cause of the event has been discussed with the physician. The MFR's rep reported that they are not "allowed' the pt's birth date, gender and weight.